Manufacturer narrative:
The pump passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat at 0.0871 inches. Possible under delivery anomaly not confirmed. The pump recognized the water filled reservoir that was installed in the reservoir compartment. The pump was programmed with a 2.0 unit fill cannula delivery. Then the pump delivered the 2.0 units properly with water exiting the infusion set. No prime/fill anomaly noted. The pump was also programmed with multiple boluses. All boluses delivered properly with water exiting the infusion set. No bolus delivery anomaly noted. The following were noted during visual inspection: minor scratched display window, scratched display window cover, scratched case, cracked case at corner of the belt clip rail, the customer applied adhesive to the belt clip rails. Pillowing keypad overlay and cracked keypad overlay at the select button. Test p-cap and reservoir locked properly into reservoir compartment during testing. History download was successful using thump and carelink upload was successful. The pump did not have a battery installed when received. The pump was received without the original battery cap. Please see below for the boluses listed on the event date 26-aug-2024 in the pump history file. (B)(6) 2024 08:15:03.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 45000 (4.5 u). Bolusamountdelivered: 45000 (4.5 u). (B)(6) 2024 14:41:21.000 normalbolusdelivered (220). Bolusprogrammingmethod: boluswizard (1). Normalbolusamountprogrammed: 14000 (1.4 u). Bolusamountdelivered: 14000 (1.4 u). Please see below for the daily total of all insulin delivered on the event date 26-aug-2024 in the pump history file. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: 08/26/2024 00:00:00.000. Dailytotalofallinsulindelivered: 290750 (29.075 u). Dailytotalofbasalinsulindelivered: 231750 (23.175 u). Dailytotalofbolusinsulindelivered: 59000 (5.9 u). There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. There were no unexpected pump error(s)/alarm(s) noted 1 week prior to the event date 26-aug-2024 in the pump history file. Please see below pertaining to event date 08/29/2024. There were no boluses listed on event date 08/29/2024. (B)(6) 2024 00:00:00.000 dailytotalsg670 (63). Dailytotalcollectionstarttime: (B)(6) 2024 00:00:00.000. Dailytotalofallinsulindelivered: 231750 (23.175 u). Dailytotalofbasalinsulindelivered: 231750 (23.175 u). Dailytotalofbolusinsulindelivered: 0 (0 u). There were no autosuspend (12) alarm or usersuspended alarm noted in the pump history file. Please see below for the pump error(s)/alarm(s) noted 1 week prior to the event date 08/29/2024 in the pump history file. (B)(6) 2024 13:37:00.000 alarmalertnotification (40). Faultnumber: lowbatteryalert (104). (B)(6) 2024 13:38:21.000 batteryremoved (55). (B)(6) 2024 13:38:21.000 alarmalertnotification (40). Faultnumber: batteryremoved (84). (B)(6) 2024 13:38:37.000 batteryinserted (44). The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was within spec range. Low battery alert was expected due to the customer's battery in the pump is low on power. Lowbatteryalert (104) - not confirmed. The pump passed the functional testing. Unable to confirm alleged dka/high bgs. Possible under delivery anomaly not confirmed. Bolus anomaly not confirmed during testing. Prime/fill anomaly not confirmed during testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced possible under delivery anomaly. The customer reported blood glucose value of 520 mg/dl. The customer reported hyperglycemia, diabetic ketoacidosis, confusion/disorientation, headache, cramp(s) /muscle spasm(s), pain, hyperglycemia treated with insulin pump (subcutaneous insulin infusion), hospitalization: overnight stay, IV insulin drip (intravenous insulin infusion). The event involved product(s) mmt-1880, mmt-397a, mmt-332a. Troubleshooting was performed. Customer was using the insulin pump system within 48 hours of the reported event. Customer was not using the auto mode/smartguard feature at the time of the event. Customer declined to continue with troubleshooting. No further patient complications were reported. Mmt-1880 was requested and customer response was the device will be returned. No product return is required for mmt-397a. No product return is required for mmt-332a.